Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" conditions occurred. The device's system board and power management board were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.